Event description:
Allegedly , patient was revised due to fractured neck of hip. Revised with mpo's lipped 15 degree poly liner. Stem, neck and metal femoral head of another manufacturer used during revision. (B)(6).